Event description:
It was reported that the 2800 sys is not turning on during a case. It was noted that the table will not move and would not turn back on. The case, however, was completed and there was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.